Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd pen needle broke off in patients¿ left upper arm. Medical intervention was required, patient advised to go to emergency dept to get arm checked . An x-ray confirmed a small needle deposited in left upper arm. Dr. (B)(6), discussed with consultant- no action advised. Patient was sent home on course of antibiotics & gp follow up if any concerns.

Manufacturer narrative:
Additional information received. An additional lot number 4183246, has been added. Manufacturing and expiration dates have been added.

Manufacturer narrative:
80 sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 6188656, cat. (B)(4) and 7 sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 4183246, cat. (B)(4). Visual examination was carried out on 23 samples from lot. No. 6188656 and 7 samples from lot. No. 4183246 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.